Event description:
It was reported that the black rubber tip separated from the basket in the pt's fistula during the procedure. The physician and technician removed the basket for cleaning and noticed the tip had separated. An x-ray was performed but did not show the tip location in the pt's body. As a result, another kit was opened and used successfully. Several attempts were made to obtain more info. There were no pt complications reported.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.